Manufacturer narrative:
(B)(4).

Event description:
Patient had a low impedance measurement on home monitoring. The rv lead flipped to unipolar because of an out of range bipolar impedance measurement. Low impedance measurement and noise on the lead possibly due to insulation break near the header of the can. Sutures might be too tight over the lead, which might have caused an insulation break. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.